Manufacturer narrative:
Additional information: d9, g1, g3, h2, h3, h6, h11, one 8.5f agilis steerable introducer sheath received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During an atrial fibrillation procedure, saline was leaking through the sheath and irrigation port. The irrigation port was locked properly but leakage of saline still occurred. The sheath was replaced, and the procedure was completed with no adverse patient consequences.